Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal cancer surgery, on the esophagus, the two devices did not fire. They replaced the device to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first loading unit displayed a full complement of staples and the interlock was set. The second loading unit displayed a full complement of staples and the interlock was engaged. No damage was noted to both knife blades. The first single use loading unit (sulu) was loaded into a test unit. The instrument and sulu were applied to the appropriate test media with acceptable results. The second sulu was reset and loaded into pmv test unit. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.